Manufacturer narrative:
The insulin pump alarmed prime during prime test and unable to prime due to loose/protruded drive support disk. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was unknown mg/dl. The customer stated insulin squirt out during manual prime. Customer stated no numbers, appeared on screen, no beeps heard and leaving prime not possible. The customer was advised that the device would be replaced and agreed to return the product for analysis.